Event description:
A falsely elevated troponin I result of 9.09 ng/ml was obtained on a pt sample. The result was reported wo the physician who questioned the result. A redraw was tested three hours later and a result of 0.00 ng/ml was obtained. The original sample was retsted on the same instrument and a result of 7.74 ng/ml was obtained. The same sample was retested on an alternate methodology and results of 3.70 and 1.87 ng/ml were obtained. Although pt was admitted to the intensive care unit, treatment was not prescribed or alrtered and there was no report of adverse health consequences as a result of the falsely depessed troponin I result. Instrument data indicates that the falsely elevated troponin I result was most likely caused by a pre-analytical handling issue.